Manufacturer narrative:
The instrument has been investigated. The field svc engineer evaluated the instrument and found a tube lifter in the reported problem area of the tube filter assembly was sticking. Another tube lifter on the other side of the tube lifter assembly was slipping on its drive belt. The tube lifter assembly was repaired. The instrument was tested without further problem, and returned to svc.